Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported upon removal the string pulled out of a tampon and the tampon fell apart. She manually removed the tampon pieces. She had a regular scheduled pap smear and her gynecologist looked to see if any tampon pieces were still inside. No tampon pieces were found.